Event description:
Related manufacturer reference numbers: 2017865-2023-52613. It was reported that the patient presented in clinic for right ventricular (rv) and right atrial (ra) leads revision. It was noted that the right ventricular (rv) and right atrial (ra) leads exhibited noise and high capture threshold. Both leads were capped and replaced on (B)(6) 2023. Patient condition was stable.